Manufacturer narrative:
Tandem's t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. It also states to not remove the cartridge during the load process until prompted on the t:slim pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump received a minimum fill notification after filling the cartridge with 280 units of insulin during the load process with multiple cartridges. Reportedly, the customer uses cold insulin. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with one cartridge during the load process. Reportedly, the customer removed the cartridge prior to starting the load process. There was no impact to the customer's blood glucose level. The customer was able to reload the cartridge successfully and resume insulin delivery.